Manufacturer narrative:
Device evaluation underway, to be completed.

Event description:
A user reported that they experienced difficulty in dispensing bio-oss granules from the geistlich bio-oss pen (gbop). Specifically it was reported that there appeared to be resistance to the plunger progression in the syringe-like configuration of the pen. It was reported that it seems to get caught somewhere in the barrel and then will suddenly release and the bio-oss granules spill out. As result the user completed the treatment having emptied the pen into a dish and then scooped the granules and placed into the treatment site. Geistlich bio-oss pen is a product variant providing ease of use in a syringe-like dispenser configuration. The pen contains natural bone mineral for filling of bone defects in maxillofacial surgery, implantology, and periodontology. The material consists of anorganic bovine bone mineral which is provided in a syringe-like applicator. Geistlich bio-oss pen consists of 7 components which are fully assembled and sterilized then distributed by the manufacturer. One of the components is a silicone plunger which operates within the barrel of the syringe. Geistlich pharma is investigating this complaint fully to determine potential cause of the product problem as reported.